Manufacturer narrative:
Additional information: d9, g3, h3, h6. Complaint was confirmed. Two unpackaged ar-1588rt-2j, were received for evaluation. Visual inspection of the returned devices found that a piece of white suture arrived detached from the button. Evaluation of the white suture, a presumable part of the loops, found frayed and rigid, which could indicate that the loops were pulled too hard until they broke. No issues were observed with the blue suture and/or the button. No sharp edges or issues were observed on the button. No functional testing was performed due to the damage to the devices. The most likely cause for the reported failure is user error. Per dfu-0147-8. Precautions. 1. Acl/pcl/btb/rt/abs tightrope only: excessive force on the shortening suture strands and/or tensioning the shortening suture strands not in-line with the bone socket may break the strands and impair ability to fully seat the implant. No additional force on the shortening suture strands is required when the graft/wedge construct reaches the desired position in the femoral socket and the graft stability is verified by pulling distally on the graft. 2. Load the acl/pcl tightrope button over the unspliced, thinner portion of the acl/pcl tightrope suture to assist assembly. Once assembled slide the acl/pcl tightrope button down to the thicker, spliced portion of the acl/pcl tightrope suture to help prevent disassembly.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
It was reported that during an anterior cruciate ligament reconstruction surgery the white sutures of two devices ar-1588rt-2j (lot: 15083150) tore in the same patient when tensioning of the implants. Parts of the devices remained inside the patient. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.